Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and completed without any failures or problems. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a system air leak test, a valve actuation test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak was discovered at the end of the patient¿s treatment. The patient had just completed treatment on the cycler, and when they opened the cycler door to remove the cassette, fluid leaked out. Reportedly, no alarms had occurred during the treatment. Upon follow-up with the patient, they stated they were unsure where the leak was coming from or when it began. No physical damage was identified on the cassette. Upon informing ts of the fluid leak, the patient was advised to discontinue using the cycler. A replacement cycler was issued to the patient and the patient was advised to inform their pd registered nurse (pdrn). The patient confirmed notifying their pdrn. As a precaution, the patient was prescribed prophylactic antibiotics (unknown type, dose, and duration). The patient confirmed completing the antibiotic course and stated their pd effluent had remained clear. The patient confirmed they were trained to perform stat drains, as well as manual pd therapy if necessary. Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention due to the reported event. It was confirmed that the replacement cycler was received and is working well. The old cycler was expected to be returned for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak was discovered at the end of the patient¿s treatment. The patient had just completed treatment on the cycler, and when they opened the cycler door to remove the cassette, fluid leaked out. Reportedly, no alarms had occurred during the treatment. Upon follow-up with the patient, they stated they were unsure where the leak was coming from or when it began. No physical damage was identified on the cassette. Upon informing ts of the fluid leak, the patient was advised to discontinue using the cycler. A replacement cycler was issued to the patient and the patient was advised to inform their pd registered nurse (pdrn). The patient confirmed notifying their pdrn. As a precaution, the patient was prescribed prophylactic antibiotics (unknown type, dose, and duration). The patient confirmed completing the antibiotic course and stated their pd effluent had remained clear. The patient confirmed they were trained to perform stat drains, as well as manual pd therapy if necessary. Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention due to the reported event. It was confirmed that the replacement cycler was received and is working well. The old cycler was expected to be returned for physical evaluation.